Manufacturer narrative:
Hill-rom technical support suggested that the customer inspect the brake caster components. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked cuts, wear and quality of tread, etc, and replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made to contact the account for resolution with no feedback. Based on the information, no further action is required.

Event description:
The account reported the brakes will not hold while in brake mode, the brake casters still roll. The bed was located in a patient room at the facility. There was no patient/user injury reported. (B)(4).